Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had poor communication on their patient programmer (pp). The patient stated that she was seeing a screen with a question mark between two icons. The patient noted that she was trying to turn her ins off because she needed to get an MRI. The patient also mentioned that she did not think her ins had been working for several years. Trouble shooting attempts were made and the patient confirmed the antenna was secure and she synced with the ins. That did not resolve the issue so the patient unplugged the antenna, placed the pp over the ins, on skin, and synced but that did not resolve the issue. The patient was redirected to follow-up with their health care professional to discuss her ins battery. Additional information from the consumer on (B)(6) reported she had called the healthcare professionals (hcp) in her area, but they stated she could not see them for a while. The patient stated her ins was 98% of her ins was dead, but she understood the risk of the MRI without checking her device before the MRI. The patient noted she was stuck with the device and she wished she never had it put. Additional information was received. It was reported that the patient was going to see a urologist regarding her implant. Additional information was received. It was reported that the health care professional was trying to do a brain scan but the patient was having issues with the device. The hcp stated that the patient reported the ins was dead and the patient hadn't been using it. It was mentioned that the patient believed the batteries in the pp were dead as well. The hcp stated that they spoke with the manufacturing representative and they said they would remove the ins but leave the lead implanted so the patient could have an MRI. Additional information was received. It was reported that the patient visited her urologist to confirm everything was dead and she was planning to have the whole unit removed. The patient stated that it hasn't been working anyway and she needed to have a neck and back mris and she could not do that with the unit in place. The patient noted that the doctor who activated it moved out of town. The patient indicated that she was (B)(6) and has had a mini-stroke so she may need future mris. The patient clarified that the ins hasn't been working for several years was either battery depletion or getting zapped when she had an MRI (B)(6) 2017. The patient stated that it was too painful to reset it so she just let it go. The patient mentioned she intended to have it removed and it was difficult to find an MRI center who would deal with it. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient would probably have the device removed in 2019. There were no further symptoms or complications reported or anticipated.